Event description:
It was reported that during a procedure at the user facility the autopsy saw 115v was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a procedure at the user facility, the autopsy saw 115v was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a lack of lube that was affecting the upper bearing and internal widespread corrosion. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.